Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient expired due to spontaneous intracranial bleeding (icb) on (B)(6) 2020. Anticoagulation was not out of range at the time of the outcome. There were no reported device issues. No autopsy was performed. The device was not explanted. The device was not to be returned for evaluation. No further information was available from the account regarding the detailed medical and clinical history of the patient. At the end of the patient's life, the clinic mentioned no issues with the device which was performing as expected.